Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect - impact code - f18 rehabilitation. H6 health effect - clinical code - e0726 hypoxia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 at 6:00am, the cgm was 210 mg/dl. She did a finger stick and it was 119 mg/dl. The patient administered himself 10 units of insulin. After the insulin dose, he began experiencing hypoglycemic symptoms. He was disoriented, singing and not responding normally until he blacked out. His friend who lives upstairs foudn him and called an ambulance. Emergency resonders administered the patient two bags of glucose. The patient stated that this event was related to an insulin overdose. He has limited memory of the event and only recalls waking up in the hospital. Blood tests were done while he was in the hospital. The patient was in the hospital for 5 days and then transferred to a rehabilitation center where he stayed for 2 weeks. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.